Manufacturer narrative:
Supplement submitted july 15, 1998. Section h, block 6, code determined that no problem existed with actual device, and no trend has been observed with regard to this particular coil, in general. As a precaution, however, the following actions are to be taken: -customer advisory letter distributed to customer. -update instruction (modification) implemented june 8th, 1998 which provides mechanical spacer to customer. Recently a letter was mailed to facility regarding the siemens 170mm helmholtz coil. This advisory is to help you better identify and use the coil, that was mentioned in the previous letter, along with providing a sketch of the specified coil. The helmholtz coil can be identified by the following part number(s) which can be found on a sticker affixed to the bottom of the lower section of the surface coil. Helmholtz 170mm 42mhz part number 88 86 590 helmholtz 170mm 63mhz part number 88 86 608 an incident was reported to siemens regarding second and third degree burns to a pt when using the helmholtz coil. The incident occurred due to incorrect positioning of the coil and pt. The pt's bocy made contact with the upper section of the surface coil and this resulted in a burn. For precautionary reasons co is asking that when using this coil in the future, that special care is taken in positioning the coil and pt. The following steps should be followed when positioning the coil and pt: 1. Position the pt on the tabletop, so that the body area to be scanned lies within the surface coil'd center region. 2. After loosening the hand screw on the side of the helmholtz coil, lower the upper ring of the coil towards the pt. Note: do not allow the upper coil section to make contact with the pt's body. Please allow a gap of about 5mm between the upper coil section and the pt. 3. Ensure that the gap is maintained by inserting some form of padding between the pt and the coil. A towel or small bed sheet can serve for this purpose.

Event description:
Pt was undergoing pelvic exam with a helmholz coil. The pt complained of warming during the scanning. The exam was continued and it is now being alleged that the pt suffered second and third degree burns.